Manufacturer narrative:
Updated fields - b4, d8, d9, g1 (contact person & contact office - mfg. Site), g3, g6, h2, h3, h6 (medical device ¿ problem code, type of investigation, investigation findings, investigation conclusion), h11. Corrected fields - h8. A getinge field service engineer (fse) found multiple - leak in iab circuit messages in the logs. Performed condensation removal process. Unit will have 2500 hr kit installed on next pm. Unit passed all calibration, functional and safety tests performed. Unit was returned to customer and cleared for clinical use.

Event description:
N/a.

Event description:
It was reported that during use, the cs300 intra-aortic balloon pump (iabp) unit shows errors. There was no patient harm.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.